Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. The customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 230 mg/dl.